Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use when pressing the safety mechanism. The following information was provided by the initial reporter, translated from portuguese to english: "when performing the venipuncture with the material nº 22, batch 9067604, the safety mechanism did not work, it was activated, but the needle did not retract inside the device."

Manufacturer narrative:
H.6. Investigation: our quality engineer was unable to verify the reported complaint. Photos or samples are not available for analysis and because no objective evidence of this issue was found during the analysis of the device history record and quality notifications for the claimed lot, it was not possible to verify this complaint. H3 other text : see h.10.

Event description:
It was reported that the bd insyte¿ autoguard¿ shielded IV catheter needle failed to retract during use when pressing the safety mechanism. The following information was provided by the initial reporter, translated from portuguese to english: "when performing the venipuncture with the material nº 22, batch 9067604, the safety mechanism did not work, it was activated, but the needle did not retract inside the device."